Event description:
It was reported the device reached eri (elective replacement indicator) and had rapid battery depletion. Review of device data revealed that the device was pacing most of the time. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis found a no output condition and a rrt (recommended replacement time) battery voltage. Further analysis confirmed high current drain, which was the result of high leakage current internal to a battery filter capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device reached eri (elective replacement indicator) and had rapid battery depletion. It was also noted by review of device data that the device was pacing most of the time. The device was removed and replaced. No patient complications were reported as a result of this event.